Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated with radio frequency telemetry. No programming changes were made and the radio frequency telemetry was discontinued. The patient was in normal condition.